Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) with dilation procedure performed on an unknown date. During the procedure, the balloon would not deflate all the way and the catheter had to be cut to be removed from the scope channel. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. Additional information received november 01, 2024: the anatomy location of the procedure was the esophagus. The procedure was completed with the original device and the patient's condition after the procedure was reported to be ok.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. B5 (describe event or problem) has been updated. H6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. H11: investigation results: the returned cre fixed wire balloon was analyzed, and a visual inspection found the balloon detached from the catheter and torn. Functional inspection is not possible. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to deflate cannot be confirmed. The results of the analysis performed on the returned device found a mechanical cut in the balloon is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during/previous the procedure could create friction on the balloon, causing the problem of tear during the procedure. Therefore, the most probable root cause is an adverse event related to procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) with dilation procedure performed on an unknown date. During the procedure, the balloon would not deflate all the way and the catheter had to be cut to be removed from the scope channel. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.